Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that there was elevated eye pressure in the left eye (os) of patient after implanting an implantable collamer lens. Lens remains implanted. Cause of event was not reported.

Manufacturer narrative:
Claim# (B)(4).